Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the display on the insulin pump had gone blank. Customer's blood glucose value in the morning was 140 mg/dl; current value is unknown. The customer was not present at the time of the call and troubleshooting could not be performed. The mother would be called back once the customer was present to complete troubleshooting.